Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level. The customer stated that one test kit showed the bg was low and another said it was 132 mg/dl. The customer did not know what caused the low bg. The customer consumed carbohydrates to address the low bg. The customer changed the infusion set site and the bg increased to 270 mg/dl. The customer did not want to troubleshoot for the high bg and declined any further follow-up.